Event description:
Three month-old with underlying mitochondrial disorder on total parenteral nutrition at home. Pump stopped (alarm not heard by family) infusion on hold for 10 hours. Pt had seizures with blood sugar by test strip of 15. Pt's family instructed to administer glucagon. Pt's blood sugar normalized. Pt has history of seizures and hypoglycemia due to primary disease.